Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-02281, #3005099803-2013-02283, and #3005099803-2013-02284 for a description of the other devices. This report is for the second device. It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2013. According to the complainant, before the procedure, the needle appeared to work fine, however, after using the needle, the nurse attempted to retract the needle, but it would not go back completely into the sheath. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) for the reported event of needle failing to retract. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.